Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unspecified date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. Treatment for the event, action taken with therapy, and patient outcome were not reported. Additional information was requested, but is not available at this time. This is report 1 of 4 involved in this event.